Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Suspected cause of low bg was due to the customer delivering a bolus that ended up being too much insulin. The customer consumed two carbohydrate drinks to address low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.